Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effect of emergent or urgent endarterectomy / possibly requiring emergency surgery is listed in the xact instructions for use as a known potential patient effect potentially associated with carotid stents and embolic protection systems. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, non-tortuous left internal carotid artery that was 80% stenosed. An emboshield nav6 filter and a 7x30mm xact stent were deployed in the external carotid when they should have been deployed in the internal carotid. The nav6 was removed without issue. It was then attempted to advance a new emboshield nav6 to the internal carotid, but it failed to cross due to the anatomy. Endarterectomy surgery was then performed to treat the target lesion and to remove the xact stent. A clinically significant delay was reported as the patient was taken to surgery. There was no adverse patient sequela reported. No additional information was provided.